Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.6-12.6cm from the distal tip. Internal insulation abrasion was noted at 11.9-13.1cm, 16.2-18.0cm, 32.4-32.9cm, and 32.4-33.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 30.5-31.6 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 22.6-22.7cm from the distal tip. The etfe coating was abraded at 22.7cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The patient will be monitored.

Event description:
New information received notes that the patient presented to the hospital for a lead extraction due to noise seen at a previous clinical visit. The lead was explanted and replaced. The patient had no adverse consequences.